Manufacturer narrative:
Evaluation in progress, but not yet concluded. This medwatch is related to 1828100-2012-01318.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user loaded two 6mm sets of tubing into the roller pump. When the roller pump was occluded, the tubing was drawn into the raceway and jammed. At that time, the perfusionist noticed the tube clamp was opening. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.